Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that they had worked with a rep to set up an appointment for the implant to be removed; however, the day they were about to go out for the appointment, their doctor cancelled on them. Now they need a new list of physicians for the area they recently moved to. Patient mentioned the battery in their back was messed up and the wiring shifted - this caused them great pain and they walk with a limp. Patient mentioned they had tried to charge up the implant, but they were unable to do so; said that the 'needle moves very slow.' Agent understood they were in potential over discharge because they hadn't been using the ins for so long.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they lost a lot of weight, and in about the last month their therapy doesn't seem to work when they are up/walking, and they are in intense pain in their back. Patient said when they sit in a chair, their back pushes up against something and the implanted device runs, but when they get up, the device quits running. It was also noted therapy not working, patient will only feel stimulation when leaning against a chair. No accident/fall or trauma was reported. The patient noted they can tell right where the ins is in their body after losing weight, when they couldn't see it before.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.